Manufacturer narrative:
Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic residue on the cartridge tube. Stress marks on both sides of the cartridge tube and tip were observed which are typically caused and/or may well appear by the pass of the iol through the cartridge. The cartridge was observed cracked and with the tip deformed. No debris/particles were detected with the returned device. The customer's reported complaint for debris/particles was not verified, however tip deformed was verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency . All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Concomitant medical products: intraocular lens (iol) za9003 +21.5 diopter, serial number (B)(4); amo viscoelastic healon, lot number ub32345; non amo viscoelastic, lot number 026254. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) the surgeon noticed under the microscope that the tip of the cartridge had a deformed shaft and it began to stretch and crack as the lens advanced through it. They heard the cartridge cracking. The cartridge channel broke open inside the patient¿s eye. The surgeon had to use a second instrument to advance the lens into the implant position and also to extract the cartridge. Reportedly, a small piece of particle matter was also noticed and was aspirated following the lens implant. There were no adverse effects. No injury to the patient's eye, and no surgical or medical intervention was required. The patient's outcome was reported being as expected. No further information was provided.